Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable was broken at the distal clevis hub. The cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. Scratches ranged between .023 through .165 in length and were not aligned with the tube axis. It was concluded that the damages to the pitch cable/main tube were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable/maint tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si myomectomy surgical procedure, the cable wire of the permanent cautery hook instrument broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.